Event description:
The customer reported the gas module ii won't take gas readings. No pt injury reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacing the gas bench and calibrating the unit.